Event description:
Biomedical engineer (bme) reported that the central nurse's station (cns) is stuck in a boot loop. Bme reported that sometimes the unit will boot but more often the cns will continue boot looping. Bme reported that he has gone through trying to boot with one drive but the same results happen. Bme request to send the cns into nihon kohden for repair. No patient harm was reported.

Manufacturer narrative:
Biomedical engineer (bme) reported that the central nurse's station (cns) is stuck in a boot loop. Bme reported that sometimes the unit will boot but more often the cns will continue boot looping. Bme reported that he has gone through trying to boot with one drive but the same results happen. Bme request to send the cns into nihon kohden for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/03/2024 emailed the customer via microsoft outlook for all information in the ni list above and status of the return of their device: no reply was received.

Manufacturer narrative:
Additional information: b4 date of this report. D4 additional device information - primary unique device identifier (UDI) number added. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
Biomedical engineer (bme) reported that the central nurse's station (cns) is stuck in a boot loop. Bme reported that sometimes the unit will boot but more often the cns will continue boot looping. Bme reported that he has gone through trying to boot with one drive but the same results happen. Bme request to send the cns into nihon kohden for repair. No patient harm was reported.

Manufacturer narrative:
Complaint summary: biomedical engineer (bme) reported that the central nurse's station (cns) is stuck in a boot loop. Bme reported that sometimes the unit will boot but more often the cns will continue boot looping. Bme reported that he has gone through trying to boot with one drive but the same results happen. Bme request to send the cns into nihon kohden for repair. No patient harm was reported. Evaluation/investigation summary: evaluation of the returned device was able to duplicate and confirm the reported issue. A display resolution error was also observed during evaluation.the hdds were found to be defective and needed to be replaced. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds.

Event description:
Biomedical engineer (bme) reported that the central nurse's station (cns) is stuck in a boot loop. Bme reported that sometimes the unit will boot but more often the cns will continue boot looping. Bme reported that he has gone through trying to boot with one drive but the same results happen. Bme request to send the cns into nihon kohden for repair. No patient harm was reported.